Manufacturer narrative:
(B)(4).

Event description:
The pt never received good pain control; she had been receiving morphine. The pt refused a narcotic refill due to the cost and lack of efficacy. A (B)(6) study was performed and the catheter was not able to be aspirated easily. At this time, the pump contained dilaudid, bupivacaine, and fentanyl. The pump was filled with preservative free normal saline (pfns). The pt was being maintained on oral narcotics. On (B)(6) 2011, the pt's catheter was revised. The surgeon decided to revise the spinal portion of the catheter only; the original catheter was at a very low level barely intrathecal. During the revision, a bolus was performed after the catheter was disconnected to make certain the pump was functional. The surgeon kept pfns in the pump and referred the pt back to her pain management physician to reinitiate pain therapy. They planned to fill the pump with morphine and possibly bupivacaine. Additional info has been requested. A follow-up report will be sent if additional info becomes available.